Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were received and reviewed by a health care professional. The review identified that a patient underwent a metal-on-metal right total hip arthroplasty. The patient did well until presenting with increasing pain 10 years later. Workup revealed a large pseudotumor, elevated cobalt and chromium levels, and adverse local tissue reaction. The patient was revised; during which, the surgeon found the large defects in the abductors with detachment from the greater trochanter. Corrosion was found on the femoral head with minimal evidence on the trunnion. Synovitis and metal debris were debrided from the joint. The shell and stem were found stable and left intact, and the large metal head was replaced with a dual mobility construct. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a metal-on-metal right total hip arthroplasty. The patient did well until presenting with increasing pain ten (10) years later. Workup revealed a large pseudotumor, elevated cobalt and chromium levels, and adverse local tissue reaction. Revision surgery took place about eleven (11) years post-op, during which, defects in the abductors with detachment from the greater trochanter were detected. Corrosion was found on the femoral head with minimal evidence on the trunnion. Synovitis and metal debris were debrided from the joint. Metal head was replaced with a dual mobility construct. Due diligence is in progress for this complaint; to date no additional information or product has been received.